Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after intra-aortic balloon(iab) insertion the physician was unable to draw from the arterial line. There was no patient injury reported.

Manufacturer narrative:
: "The physician removed the iab and inserted a new iab." Device evaluation: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after intra-aortic balloon(iab) insertion the physician was unable to draw from the arterial line. The physician removed the iab and inserted a new iab. There was no patient injury reported.